Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system kept freezing and been unresponsive intermittently. The customer tried to reboot but the issue persisted. However, there were no delay and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system kept freezing and been unresponsive intermittently. A technical support specialist (tss) performed optimization by disabling bluetooth and disabling power saving mode on the network interface cards and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.